Event description:
The customer reported that a CT operator received several splinters of carbon fiber in her hand from the CT table top. The operator's hand was irrigated, cleaned, glued and steri-stripped closed.

Manufacturer narrative:
Investigation showed that the couch top had previously been damaged in a collision with a gurney. The splinters of carbon fiber would not be present under normal operating conditions. The table top was replaced on (B)(6) 2012. Internal cross reference: complaint pr# (B)(4), complete MDR mailed on (B)(6) 2012.